Manufacturer narrative:
Device evaluation: d3, g3, g6, h2, h3, h10. Result of investigation: a vyaire field service representative went onsite to evaluate the customer's reported issue of "the 'volumes' are not accurate on this unit". The gde (gas delivery engine) was faulty and replaced by the fdr onsite. Cailbration codes were provided by vyaire's technical serice team. Once the calibration was completed the avea ventilator ran well with no issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator unit "volumes" are not accurate. The reporter confirmed that there is no patient involvement associated on this event.